Event description:
The customer reported an error message blower temperature high. The customer reported that the unit was not in use on a patient. The customer contacted product support and states unit has an 1122 error code. Biomed determined that filters appeared clean, and the fan is working. Product support advised the caller that the unit may have a faulty blower or motor controller (mc) pcb. The biomedical engineer reported that the air inlet and cooling fan filter were replaced, unable to duplicate the blower temperature high error. The repair is completed and unit back in service. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed, or failed to meet specifications.